Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open hartmanns procedure. The stapling device was being applied to the rectosigmoid colon. The device partially fired. The staples did not deploy. In order to resolve the issue and complete the case, used stitches. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.